Event description:
It was reported that during a staging laparoscopy for liver ca procedure, the device was used for approximately thirty minutes when the tip started to disintegrate. The operation was a staging laparoscopy and the device was used mainly on the liver. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 11/04/2008. Information anticipated, but unavailable at this time.